Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that hardware error on drawer 3 indicating maintenance was required. A field service engineer (fse) inspected the drawer 2.2 and only drawer 3 showed errors and locking issues. The latch on drawer 3 was double clicking, so the solenoid was replaced. After the replacement, drawer 3 was tested and its inventory was verified with the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 2.2 failed because it would not lock. The customer attempted rebooting the station; however, the problem persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.